Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure. Reportedly, a problem occurred at "the knot, preventing the completion of the suture". The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 4004 labeled 1142 labeled . Internal file number - (B)(4). Correction: device code 1467 removed. Evaluation summary: the device was returned for analysis. The reported suture retrieval issue and unraveled knot were confirmed. The returned device observations indicate a posterior needle to cuff detachment occurred likely during plunger retraction which would subsequently result in the knot unraveling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was removed, the knot was "undone" and one of the needles returned without the suture. A second proglide device was used to achieve hemostasis. No additional information was provided.